Event description:
It was reported that a depression patient experienced some severe seizures. Information received by the patient indicated some tests were going to be done on her to conclude if the severe seizures were due to multiple sclerosis (ms). At the moment, the relationship of the severe seizures to vns therapy is unknown as good faith attempts to contact the treating psychiatrist have been unsuccessful to date.